Event description:
Healthcare professional reported patient was injected with juvéderm volbella® xc in the lips. 13 days later, patient experienced "¿swelling and nodules¿ in the lips". Patient treated with "antihistamines and warm compresses". Symptoms have resolved.

Manufacturer narrative:
Additional information: a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿swelling and nodules in the lips¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events per table 1 and table 3: injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects (n = 154) for possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Injection site responses by severity and duration after repeat treatment with juvéderm volbella® xc occurring in > 5% of treated subjects (n=123) include swelling, tenderness, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported patient was injected with juvéderm volbella® xc in the lips. 13 days later, patient experienced "¿swelling and nodules¿ in the lips". Patient treated with "antihistamines and warm compresses". Symptoms have resolved.